Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain use. The patient reported that their communicator quit working a couple weeks ago, and they spoke to a representative today who gave them a replacement communicator which was working a little bit, but when they went to use it this morning it would not charge. They went into the office today and were given another communicator, which they charged up and tried to use but it did not seem to be charging. They said they were missing a bolus because of this issue. During the call they were able to pair communicator to handset and connect to the pump. The issue was not resolved as far as the loaner from the rep. The patient requested we send a replacement for the piece that did not work. The patient was having trouble using the communicator. The rep has already loaned which works however needs a replacement. A request was sent to the repair department to replace the device. Analysis was complete.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot# serial# unknown,product type accessory product ID tm90t0, lot# serial# (B)(6), product type accessory product ID tm90t0, lot# serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-oct-2025, UDI#: (B)(4) h3; analysis of the communicator (B)(6) identified the micro usb interface was damaged. The micro usb charge port was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.